Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported the patient received inappropriate therapy for supraventricular tachycardia mistakenly classified. It is unknown if the svt criteria will be adjusted. The patient will be monitored. The device remains implanted.